Event description:
Boston scientific recieved informationt that a red alert was triggered due to high out of range shocking impedances on this cardica resynchronization therapy defibrillator (crt-d). At this time no additional informaiton is available and this device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.

Manufacturer narrative:
During a recent clinical follow-up, high out of range shock impedance values were again observed. The physician performed a synchronous shock (1.1 joule), which returned a shock impedance value of 94 ohms. The physician elected to not perform any further testing at this time. No adverse patient effects were reported.

Manufacturer narrative:
Additional information by engineering from a save to disk of the device noted that this device had two faults. One was a lead leakage fault which occurred during implant and was mostly a result of electro-cautery, while the other fault was a memory error which was automatically detected and corrected. A normal follow up of this patient was suggested by technical services.

Manufacturer narrative:
Additional information provided noted that the field clinical engineer requested analysis by a technical services representative when it comes to proceeding when it comes to high out of range shocking impedances observed. Technical services discussed lead troubleshooting. The felid clinical engineer confirmed that currently the shocking impedances trend is stable and isometric testing was not showing any abnormal measurements. A save to disk will be sent to technical services for review.

Event description:
--

Manufacturer narrative:
Subsequently at a follow up a synchronized 41 joule shock was performed to check the integrity of the lead. The shocking impedances were within normal range, while after the test sensing was low. A review of the most recent disk analysis shows a command shock of 41 joule and a normal shocking impedances. A review of all electrocardiograms shows no noise on the ventricular channel. Technical services discussed keeping a close follow up on the right ventricular electrical parameters. At the time the device and lead remain implanted.